Event description:
.

Manufacturer narrative:
The hardshell venous reservoir is a component of the (B)(4) heart lung pack. The 510k number for the reservoir is k030726. The reservoir was manufactured by (B)(4). In (B)(4) 2010, sorin group USA acquired (B)(4). The perfusionist reported that there was inadequate flow through the reservoir. The reservoir was changed out and the procedure continued w/o issue. After the case, the perfusionist noticed a white cap lodged in the venous inlet port of the reservoir. Sorin rec'd a report that the pt became hypotensive during the case. Counsel for the hospital was contacted and stated that the pt is fine, no complications. No add'l medical intervention was required as a result of the incident. The reservoir was returned to sorin for eval. Visual inspection confirmed the presence of a small white object in the venous inlet down tube. Testing showed that the object in the inlet inhibited flow into the reservoir but did not block the port completely. Autopsy revealed that the object was a white luer cap similar to caps used on ports located on top of the reservoir. It is unk as to how the cap became lodged in the venous inlet. It appears to be the result of a mfg defect. (B)(4) mfg operations have been discontinued. No add'l product will be produced by (B)(4).